Manufacturer narrative:
No service history review can be performed because the lot/serial number cannot be traced. The manufacture date is unknown. The service history review is unconfirmed. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Device is an instrument and is not implanted/explanted. A service and repair evaluation were performed: the customer reported the lever spring was broken. The repair technician reported the scroll spring was broken. Leaf/spring broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced: scroll spring. The item was repaired per the inspection sheet, passed synthes final inspection on 24-may-2016 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Service and repair reported the following: it was reported that the lever spring of a bar holding forceps was broken. No additional information was provided. This complaint involves one (1) device: bar holding forceps with one part data. This report is 1 of 1 for (B)(4).